Event description:
It was reported that there was a shocking/jolting sensation. The reporter stated that after turning the stimulation down, the patient felt a jolt on two occasions. It was reported that the patient's right leg ached when the stimulation was on. It was noted that there were no patient symptoms or injuries related to the event. A week later it was reported that the patient was reprogrammed and so far there were no complaints of aching. No further information was reported.

Manufacturer narrative:
Product ID, 3888-33 lot# v885492, implanted: 2012 (B)(6), product type lead product ID, 3888-33 lot# v885492, implanted: 2012 (B)(6), product type lead product ID, 3888-33 lot# v949384, implanted: 2012 (B)(6), product type lead product ID, 3888-33 lot# v949384, implanted: 2012 (B)(6), product type lead product ID, 37744 lot# serial# (B)(4), product type programmer, patient product ID, 3708240 lot# serial# (B)(4), implanted: 2012 (B)(6), product type extension product ID, 3708220 lot# serial# (B)(4), implanted: 2012 (B)(6), product type extension . (B)(4).